Event description:
Information was received from a patient regarding an external device. Reason for call to be pt is having issues charging their implant and the issue began a month ago. Patient stated they would start to charge their implant then the controller would shut off and say battery low cannot continue recharge controller. Patient service asked patient to connect with controller and controller showed controller 50%, implant 50%. Patient saw no device found when attempting to charge implant. Pt hit recharge and walked patient through passive recharge mode and patient got 0 95 95. Patient moved the recharger off of their body and got all 75 95 95. The issue was not resolved. The patient sent in an rtm with no further information.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). ; product ID: 97755, serial/lot #:(B)(6) , ubd: , UDI#: (B)(4). H3:analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed the cable insulation is torn at the donut end as well as got hot after running it at the donut end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.